Event description:
Related manufacturer reference number: 1627487-2022-03087. It was reported that the patient had high impedance on the lead that was connected to port 1-8 of the ipg. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was reconnected to the ipg. During the procedure the impedance check on the lead was fine. The lead was reconnected to the ipg and impedance was within normal range. Reportedly, patient had adequate therapy.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).